Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, cannulation difficulty occurred. The target lesion was in the biliary duct. A trapezoid rx lithotripter basket had been advanced over an unspecified guide wire. At an unspecified time during the procedure, the wire guide sheath slid back on the catheter causing failed cannulation. The physician pulled out the wire and completed the procedure with this device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.